Manufacturer narrative:
An additional lot number was reported (lot # m020978). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by 5 minutes; cause of the inaccurate time was unknown. Blood glucose was 90 mg/dl. Tandem technical support assisted the customer with successfully adjusting the time.